Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal and throat irritation or soreness. Patient has drastic respiratory congestion. The patient also states that they went one day without using the device and fell asleep at a stop sign. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer has now been contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response. A statement was included with report that patient's medical records are the best evidence of his alleged injuries, but no additional information concerning the medical records or injuries have been provided. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal and throat irritation or soreness. Patient has drastic respiratory congestion. The patient also states that they went one day without using the device and fell asleep at a stop sign. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.